Event description:
As reported via legal documentation, a patient had right total knee replacement. They underwent right knee revision surgery, approximately 1 year post primary procedure. Revision op report noted the synovial tissue looked healthy, and there were no signs of mucus or purulence or significant synovitis; however, there was significant scar tissue of the synovial tissue. The patellar button was well-fixed in a good position. There were no damage or signs of delamination on gross inspection of the tibial insert. The components were well fixed and in appropriate alignment. The surgeon noted that the patient's bone quality was quite poor. There were no intraoperative fractures. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.